Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included multigravida, live birth in 2010, live birth on (B)(6) 2014, live birth on (B)(6) 2015, spontaneous abortion, miscarriage, irregular menstrual cycle, insomnia, kidney stones, anemia, kidney stone, hives and urticaria. Previously administered products included for birth control: mirena from 2012 to 2014. Family history included diabetes (mgf), stroke (mggm) and thyroid disorder (mother). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("chronic hip pain/ hip pain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced spinal pain ("lumbar spine pain"), alopecia ("hair loss"), nausea ("nausea"), weight increased ("weight gain"), fatigue ("fatigue"), headache ("headaches"), abdominal pain ("abdominal cramping"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("abnormal bleeding during menstruation") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy with removal of the essure on 08-mar-2016). Essure was removed on 8-mar-2016. At the time of the report, the pelvic pain, spinal pain, arthralgia, weight increased, fatigue, headache, abdominal pain, back pain, dyspareunia, menstrual disorder and vaginal discharge outcome was unknown and the alopecia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, nausea, pelvic pain, spinal pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in a female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included live birth on (B)(6) 2015, live birth on (B)(6) 2014, live birth in 2010, multigravida, spontaneous abortion, miscarriage, irregular menstrual cycle, insomnia, kidney stones, anemia, kidney stone, hives, urticaria and migraine. Previously administered products included for birth control: mirena from 2012 to 2014. Concurrent conditions included obesity and acute tonsillitis. Family history included diabetes (mgf), stroke (mggm) and thyroid disorder (mother). Concomitant products included naproxen from (B)(6) 2017 to (B)(6) 2018, phentermine from (B)(6) 2016 to (B)(6) 2016, topiramate from (B)(6) 2016 to (B)(6) 2016 and vitamin d nos (vitamin d) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced arthralgia ("chronic hip pain/ hip pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/ vaginal )- type: vaginal"). In january 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced spinal pain ("lumbar spine pain"), headache ("headaches"), abdominal pain ("abdominal cramping"), back pain ("lower back pain"), menstrual disorder ("abnormal bleeding during menstruation") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy with removal of the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, spinal pain, arthralgia, weight increased, fatigue, headache, abdominal pain, back pain, menstrual disorder and migraine outcome was unknown and the alopecia, nausea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and vaginal infection had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, spinal pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received. New event: vaginal infection, migraine was added. Historical and concomitant condition were added. Concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test." The patient's past medical history included multigravida, live birth in 2010, live birth on (B)(6) 2014, live birth on (B)(6) 2015, spontaneous abortion, miscarriage, irregular menstrual cycle, insomnia, kidney stones, anemia, kidney stone, hives and urticaria. Previously administered products included for birth control: mirena from 2012 to 2014. Family history included diabetes (mgf), stroke (mggm) and thyroid disorder (mother). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("chronic hip pain/ hip pain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced spinal pain ("lumbar spine pain"), alopecia ("hair loss"), nausea ("nausea"), weight increased ("weight gain"), fatigue ("fatigue"), headache ("headaches"), abdominal pain ("abdominal cramping"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("abnormal bleeding during menstruation") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (lap. Vaginal hysterectomy, bilateral salpingectomy with removal of the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, spinal pain, arthralgia, weight increased, fatigue, headache, abdominal pain, back pain, dyspareunia, menstrual disorder and vaginal discharge outcome was unknown and the alopecia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, nausea, pelvic pain, spinal pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, historical drug and concomitant disease, laboratory data (onset date of hsg updated), treatment drugs were added. On (B)(6) 2015 00:00, she implanted essure (previously reported as (B)(6) 2015). Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, hip pain, weight gain, did you undergo an essure confirmation test. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), arthralgia ("chronic hip pain"), back pain ("lower back pain"), abdominal pain ("abdominal cramping"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy with removal of the essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, arthralgia, back pain, abdominal pain, fatigue, headache, alopecia and menstrual disorder outcome was unknown. The reporter considered pelvic pain, arthralgia, back pain, abdominal pain, fatigue, headache, alopecia and menstrual disorder to be related to essure. Company causality comment. This spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a hysterectomy with salpingectomy and essure removal approximately 4 months after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2017: quality safety evaluation of ptc. . Company causality comment : this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a hysterectomy with salpingectomy and essure removal approximately 4 months after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible further information will be obtained through the litigation process.